Event description:
5 fr argyle single lumen catheter umbilical artery catheter placed shortly after birth. The umbilical artery catheter functioned properly until 0900 2 days later at which time the arterial waveform started to dampen. This problem was initially treated by increasing the fluids to 2cc/hr, but at 1300 the line stopped drawing and flushing. At the same time, another infant in the unit with the same type and lot # of catheter also began to have problems with their umbilical artery catheter. The initial thought was that the heparin drips may have been mixed wrong and new bags were hung, but this did not solve the problem. This infant had umbilical artery catheter changed out to a different lot # by an md.